Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Although the root cause analysis did not include return testing, the patient was reported to have unspecified kidney problems. This could not be ruled out as a cause of the unexpected results. A notification letter has been sent to customers to inform them of these patient conditions. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date inratio inr laboratory inr (B)(6) 2015 -- between 2.0-3.0 (B)(6) 2015 1.0 -- the time between testing was one (1) day. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse event. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: CAPA investigation ((B)(4)) has determined that certain relevant factors (example: low hematocrit, elevated plasma proteins) can contribute to discrepant inr results. The patient was reported to have unspecified kidney problems. This CAPA has identified inflammatory kidney diseases as conditions that may contribute to a discrepant inr result. Since the monitor was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in (B)(4) to contribute to a potential discrepant result. Root cause is unable to be determined at this time without product return. If the monitor is returned, investigation on the product will proceed.